Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the healthcare professional (hcp) reported that it was believed the lead had pulled out naturally when the patient bent over too far. There were no further complications reported or anticipated.

Manufacturer narrative:
The main component of the system and the other applicable components are: product ID: 3889, product type: lead.

Event description:
Information was received from a consumer (con) via a manufacturer representative (rep) regarding a trial patient. It was reported that the patient was having issues with their controller. When they opened it, up it said ¿settings not available¿ and troubleshooting did not work. The controller displayed the message ¿cannot provide desired settings, call your clinician¿. The patient mentioned again that their controller wasn¿t working. On (B)(6) 2017, the patient stated the controller was working again, but they were still getting the ¿settings not available¿ message. The patient noted they were meeting the minimum of 50% improvement. No patient symptoms were reported. On (B)(6) 2017, it was reported by the hcp that the cause of the "settings not available" message was the lead pulled out. It was also the cause of the controller not working. No further complications were reported.